Event description:
A patient reported blood glucose results of "9.3 mmol/l, 17.7 mmol/l, and 13.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to check the meter. All products were replaced.